Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. 3

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 44 mg/dl at the time of incident. The customer also reported other blood glucose level such as in the range of 60 mg/dl. The customer was treated for low blood glucose with juice for low blood glucose level. The customer was reported that the insulin pump had blank display. Customer states battery compartment was neither damaged nor corroded the customer was assisted with troubleshooting and the display was returned. The insulin pump will not be returned for analysis.